Event description:
Patient participating in (B)(4), was admitted to the hospital for moderate diabetic ketoacidosis while using the I-port. Patient was admitted to the emergency room with high blood sugar and ketones. Patient was administered IV fluids and insulin by emergency room staff and discharged without any permanent injury. The I-port worn immediately prior to the hospitalization was not available for inspection upon admittance to the hospital; thus, it is not apparent what the cause of the diabetic ketoacidosis was. Patient is no longer participating in the clinical trial and is no longer using the I-port.